Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, it was reported that the patient experienced a lack of osseointegration (date ot reported). The patient was not reimplanted with another device.